Event description:
The customer reported via phone call that the insulin pump experienced a bolus wizard anomaly. She stated that she entered her blood glucose, did not enter her carbohydrates value, and the insulin pump gave her the recommended amount of insulin. However, when she pressed the act button for the bolus to deliver, she observed that the insulin pump goes blank. The customer's blood glucose was 323 mg/dl. Her most recent blood glucose was 212 mg/dl. She stated that she was tired and treated using the insulin pump. She noted that the drive support cap was flush. Upon troubleshooting, the customer was advised to do a proper infusion set change. The customer was advised that the reason why her insulin pump went blank after she entered the blood glucose value was because she already had active insulin in her. She was advised that the insulin pump was designed to keep the user from giving too much insulin. She was advised that the device functioning normally.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.